Event description:
A pump issued an alarm 30 during insulin pumping, and there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer attempted to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Technical support assisted the customer by arranging for a pump replacement, confirming the shipping address, and instructing the customer on returning the defective pump with a pre-paid label. The customer was advised to use multiple daily injections (mdi) as backup therapy and was instructed on putting the pump into storage mode.